Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) of 37 mg/dl was entered in the pump on (B)(6) 2019 at 12:15 am. Prior to the low bg, the user made bolus requests while still having insulin on board. Cartridge change sequence was completed on (B)(6) 2019 at 6:54 pm. There were no erratic basal rate adjustments. Making bolus requests and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 503 mg/dl. A correction bolus was delivered and food was consumed to address bg. Contact was not sure what caused elevated bg. The next day the customer¿s bg was 37 mg/dl. Food/liquid were consumed to address low bg. Contact initially thought that the correction bolus may have been too large; however, pump bolus history showed the bolus amount was correct. During history review, contact found the load history was off by one day, but the pump date was correct. Although multiple attempts were made by tandem technical support to follow up, customer did not reply.